Event description:
A device report from (B)(6) indicated a surgeon in (B)(6) reported: patient was implanted with uss fracture instrumentation on (B)(6) 2011. Patient was scheduled for removal of the hardware (B)(6) 2012. During removal it was noticed the washer from the fracture clamp was missing, one of five pieces pertaining to the clamp. Surgeon could not locate the washer and ordered x-rays; no washer could be found in the patient. Surgeon noted the washer must not have been attached at implantation. Surgeon completed the procedure. This is 2 of 5 reports for this complaint.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.